Manufacturer narrative:
Date of incident: (B)(6) 2015. The device was evaluated by a philips representative who confirmed the intermittent battery connection localizing the issue addressed in (B)(4). The fco kit has been ordered and when arrives will be implemented to resolve the issue which includes replacing the battery pca and adding a stabilizer to the assembly. This case represents a malfunction resulting from an intermittent electrical connection between the battery and the battery pca.

Event description:
The customer reported the device displayed battery communication error and therefore did not use the device for a patient event. The involved patient died. There was no allegation from the customer that the device behavior impacted the patient outcome.